Event description:
The rptr did back to back (rapid succession) blood glucose tests, with results of 252, 260 and 87 mg/dl. Rptr did not have any symptoms. A control test was in range, 131 (94-141). The rptr had been cleaning the meter with alcohol. No harm was alleged. Followup attempts to contact the rptr for further info have not been successful.